Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Also, a system notice was received indicating that there was a problem with the refrigerant port. Also, a system notice was received indicating that the safety system detected a compromised outer vacuum. There was a leak in the balloon and blood was also detected at the coax connection. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient files and four image files were returned and analyzed. The patient file showed nine applications were performed using a 2af283 balloon catheter with lot number 22998 and system notice 50032 (the safety system has detected a compromised outer vacuum) was observed during the inflation and transition at applications eight and nine. The first image displayed a balloon catheter with a coaxial umbilical cable connected to its handle. Blood was visible inside both the female coaxial connector of the catheter and the male connector of the coaxial umbilical cable. No lot or serial number information was visible in the image. The second image showed system notice 50024 triggered on the cryoconsole therapy screen. The third image displayed system notice 50032 triggered on the cryoconsole therapy screen. The fourth image showed system notice 50005 triggered on the cryoconsole therapy screen. In conclusion, the reported visible blood was observed during image file analysis. The balloon catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the console was also replaced along with the balloon catheter and the replacement of both products resolved the issue.

Manufacturer narrative:
Product ID: 106e2 product type: console medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.